Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2009 ((B) (6) female; weight unknown). According to the complainant, the physician was attempting to place a prosthesis in the bile duct and was using two guidewires: a jagwire and another manufacturer's guidewire. When the physician was advancing the jagwire, he noted that the tip of the guidewire was detached and attempted to remove the fragments from the patient, but was not successful. The procedure was aborted due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation, that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed in 2009. According to the complainant, the physician was attempting to place a prosthesis in the bile duct and was using two guidewires: a jagwire and another manufacturer's guidewire. When the physician was advancing the jagwire, he noted that the tip of the guidewire was detached, and attempted to remove the fragments from the pt, but was not successful. The procedure was aborted due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Device evaluation: the jag precursor 035/450 ss wire received shows the pebax skived and is missing, exposing the core wire along 3 cm at 1 cm from tip. In addition, the 1 cm present pebax adjacent to flare is also skived. The condition of the returned incident device was consistent with the complaint that the distal tip detached. The most probable root cause is "caused by other device". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot complaint that the coating peeled away from the core wire. The most probable root cause is "caused by other device".

Manufacturer narrative:
The device had not been returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.